Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up, the pacemaker exhibited anomalous outputs during diagnostic testing. The device was reprogrammed to previous settings . No adverse patient consequences were reported.